Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. Physio-control performed a clinical review of the reported event. It was reported by the healthcare provider on scene that the reported device failure likely did not contribute to the patient outcome. Seven defibrillation shocks had been provided with the device, CPR was provided and a back-up device was used with minimal delay to provide five more defibrillation shocks. It was therefore determined that the device use did not contribute to the patient outcome. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third-party service agent observed that the cable connecting the power pcb assembly and the system pcb with each other, was not properly connected. The third-party service agent properly connected the power pcb/system pcb cable. Proper device operation was then observed through functional and performance testing. Following repair the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer¿s device locked up during patient treatment. Seven defibrillation shocks had been delivered, but when the device was charging for the eighth shock, the device froze during the pre-shock CPR period. The user tried to power off the device but it would not respond. A back-up device was then used to continue treatment. During this delay, CPR was ongoing. The user estimated that the delay in shock delivery was minimal and did not contribute to the patient outcome. Five additional shocks were delivered with the back-up device. There was patient use associated with the reported event. The patient had expired.